Event description:
Related manufacturer reference numbers: 2017865-2023-14360, related manufacturer reference numbers: 2017865-2023-14362. It was reported that the patient presented in emergency room with fatigue. It was then found that the patient had swollen and tender pocket and had developed infection. The whole system including the implantable cardioverter defibrillator, right ventricular lead and left ventricular lead, was explanted and replaced with a temporary pacemaker. Patient condition was stable.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.